Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 174 mg/dl the time of incident. Customer stated that the crack to the reservoir compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube window corner noted. Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range.